Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. The cause was incomplete prime. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during initial drain. The hp stated they forgot to open clamp on the patient line during prime. But they connected to machine anyway. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the system error 2240. The hp stated they were using a patient extension line and did not open the clamp to allow it to prime. The hp stated they understood it was not proper procedure to do this. The hp stated they have had no injury or medical intervention from this incident. The hp stated they were performing therapy fine now.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.